Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed message code "status 41". Also, the device intermittently would not allow access to manual mode. The customer's biomedical department tested the device and determined that a faulty key switch caused the problem with entering manual mode and message code "status 41". The customer has ordered a new key switch to correct the reported failures. The customer indicated that their biomedical department would be handling all repairs to the device. The complainant indicated that there was no pt involvement in the reported failure.